Event description:
It was reported that the pump shows error 1720. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The pump displays error code 1720 when switched on. The cause of the issue was not determined. The backup condensator will be replaced and testing will be repeated.